Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient involvement

Event description:
(B)(4). Syringe error description needed. Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: did not have serial number handy. Explained possible contaminated height sensor and best to send in the unit for flat rate. Ref: (B)(4).